Manufacturer narrative:
Manufacturer investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. No system repair activities have been identified. Therefore, the current state of the machine is not known. Follow-up has been requested, but has not been made available. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical inv.: a clinical investigation was performed which concluded the following. Although the user facility alleged that the patient experienced a hypotensive episode requiring medical intervention, no documentation was received to substantiate that claim. Therefore, no association between the 2008t hd machine and the reported event that patient was hypotensive and required medical intervention can be determined based on the lack of available information. Additional information related to the patients demographics, hd treatment sheet, and medical intervention has been requested and is needed to determine potential causality.

Event description:
The user facility reported that a patient experienced low blood pressure during their hemodialysis (hd) treatment. Subsequently, the ultrafiltration (uf) was turned off. Follow-up was received which revealed that the patient was administered intravenous (IV) albumin. Although requested, no further information has been made available.